Event description:
It was reported that patient presented for follow-up and oversensing of far p-waves were observed. Programming changes were recommended but no changes were made at this time. The patient will be monitored.